Event description:
The customer reported that the insulin pump's display was frozen and had a black dot at the top. The customer was unable to press any buttons and received a button error alarm. The customer did not recall any significant events leading up to the button error alarm. Blood glucose level at the time of the incident was 255 mg/dl. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
All of the buttons functioned properly. However, corroded keypad traces were noted. No button error alarm was noted during testing. The insulin pump was tested with no frozen screen noted. The insulin pump was received with cracked battery tube threads, a broken belt clip slot, broken reservoir tube lip, minor scratches on the display window and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.